Manufacturer narrative:
Literature citation: ryu et al. Long-term kinematic analysis of cervical spine after single-level implantation of bryan cervical disc prosthesis. The spine journal 13 (2013) 628¿634. (B)(4): neither device nor applicable imaging studies were returned to the manufacturer.

Event description:
It was reported in a literature publication that 20 patients (13 males, 7 females) underwent single-level cervical arthroplasty, including 1 patient at c3¿c4, 1 patient at c4¿c5, 10 patients at c5¿c6, and 8 patients at c6¿c7 levels. There was immediate relief of radiculopathy and/or myelopathy in all cases; 18 of 20 patients demonstrated fsu angle change that was either a decrease in lordosis, lordosis to kyphosis, or an increase in kyphosis from preoperative values. Ten of 20 patients had lordotic fsu at preoperative imaging, and 3 of these 10 patients showed changes toward kyphosis at follow-up. The remaining 10 patients had preoperative straightening of focal kyphosis of the spine. Patients with a straight spine demonstrated kyphosis after surgery at the index level. Arthroplasty increased the kyphosis at the index level in patients with preoperative kyphosis. In the subsequent follow-up, the fsu angle remained stable up to 5 years after surgery.